Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) remained paired to an old mobile device, which prevented successful pairing to the ilet and new mobile device until the prior pairing was removed and the cgm was re-paired to the ilet and the ilet was reset. No adverse clinical symptoms reported. Outcomes included successful pairing after education to pair the cgm only with the ilet app and pump and to forget the cgm on the old device, with acknowledgment of the sensor warm-up period. User support included troubleshooting and user education regarding correct pairing workflow. Investigation of this case revealed a pairing configuration issue due to residual bluetooth association with a previous device. It was concluded, based on previously established findings for similar reports, that unintended user setup and pairing sequence contributed to the event.